Manufacturer narrative:
For the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. From the information provided, a general reagent issue can most likely be excluded.

Event description:
The initial reporter received questionable elecsys tsh v2 and elecsys ft4 iii assay results for 2 patient samples tested on the customer's cobas e 801 module with serial number (B)(4), the investigation site's cobas e 411 module with serial number (B)(4) and the investigation site's cobas e 801 module with serial number (B)(4). This medwatch is for the tsh v2 assay. Refer to medwatch with patient identifier (B)(6) for the ft4 iii assay. The exact date of the event is unknown. The date the information was received was used as the date of the event. It is unknown if the results were reported to the patient or medical personnel. The patient samples were further analyzed at an investigation site that uses a cobas e 411 and a cobas e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The tsh v2 reagent lot number used at the customer site's e 801 was requested but not provided. The tsh v2 reagent lot number used at the investigation site's e 411 is 581577 with an expiration date of 30-nov-2022. The tsh v2 reagent lot number used at the investigation site's e 801 is 571765 with an expiration date of 31-jan-2023. Refer to the attachment in the medwatch for the highlighted questionable results.